Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (alarm 19) during the load process with multiple cartridges. Customer had elevated blood glucose levels (321 mg/dl), and large ketones. Customer stated they will deliver manual injections to stabilize blood glucose levels. It was indicated that the customer has back insulin pens and syringes for continued insulin therapy.